Event description:
Boston scientific received information that this patient had a brief episode of syncope at which time the patient was sitting, half asleep and made a weird noise. The patient was feeling fine following the episode and his physician was informed who advised the patient to perform a patient initiated interrogation (pii). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.